Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and it was found that the device is in fact broken, the complaint can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the DHR review by the manufacturing supplier found no related deviation or anomaly that would contribute to the reported allegation. Device history review: the DHR review by the manufacturing supplier found no related deviation or anomaly that would contribute to the reported allegation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem neck broke inside of patient, with no cause / traumatic injury or occurence to cause the neck to break. This patient had a revision (B)(6) 2016, head and liner was replaced. (B)(6) 2021, surgeon removed broken stem/head and replaced with a reclaim. Cup and liner remain in tact. With surgical delay, no duration was reported. Doi: (B)(6) 2016, dor: (B)(6) 2021, right hip.